Event description:
It was reported partial fracture. Removal of catheter with new installation of a new catheter. There are major impacts, the treatment is interrupted abruptly. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
Additional information received on 11 june 2025: in addition, patient was called to vascular surgery to remove the catheter. After removal, a kink was observed, not a fracture. Additional information received on 12 june 2025: the catheter was inserted and, as an internal rule, a control x-ray was taken which showed that the catheter had voluntarily bent inside the vessel after insertion and made a clamp in such a way as to occlude the lumen of the catheter, requiring traction of two centimeters, the x-ray was repeated and the catheter was released. After 48 hours, the patient returned for her scheduled chemotherapy and the catheter had again bent in such a way that it looked like a fracture had occurred. Patient had to be referred to a vascular surgeon who removed the catheter and described ¿flexibility that left the catheter elastic¿. Patient did not receive the prescribed chemotherapy and had to undergo the procedure again one week later, due to the availability of a vacancy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed two circumferentially aligned kinks in the catheter tubing between the 2 cm and 3 cm depth markings and between the 7 cm and 8 cm depth markings. No leaks were found in the catheter during functional testing or during microscopic evaluation. What appears to be a kink in the catheter tubing was observed in three of the four returned radiographic images. Catheter placement, securement, maintenance, and access techniques and/or patient movement may have contributed to the observed kinks. However, the exact cause of the kinking of the catheter tubing could not be determined from the evidence observed on the returned sample. This complaint will be recorded for future trending and monitoring purposes.